Event description:
Patient presented with high lead impedance and was referred to have x-rays done. The x-rays images have not been received by the manufacturer to date. Information obtained indicating that the patient was seen again and their impedance was within normal limits and their battery status had increased. No known surgical intervention has occurred to date. No other relevant information has been received to date.